Manufacturer narrative:
A medtronic representative went to the site to test the equipment. Testing revealed that the surgeon monitor was cracked. The re presentative replaced the cracked monitor with a new one. The system then passed the system checkout and was found to be fully functional. Analysis on the returned monitor resulted in a physical damage failure that was found through functional testing and visual/physical examination. Analysis states that the returned monitor is damaged, as there's an impact mark at the top right of the screen, causing the screen to crack from top to bottom. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
No devices were returned to the manufacturer for analysis. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation device being used for a cranial resection procedure. It was reported that the main cart monitor had a crack and the system was behaving like someone was touching the screen when it was not being touched. It was noted that the monitors were flickering because of the damage. The site disconnected the usb that controlled touch and the issue was resolved. The procedure was completed with no delay and no impact to the patient outcome.